Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. During troubleshooting debris was identified on the pneumatic tap. The customer cleaned the pneumatic tap and changed the pump supplies to address the issues. There was no reported adverse impact to the customer's blood glucose level.